Event description:
The patient had a peripheral IV in their left anterior forearm. They received a methamphetamine infusion over a two minute period. Upon completion of the methamphetamine infusion, normal saline began infusing at 100 cc/hr. At this time, the patient complained of some discomfort at the IV site. The IV was stopped after only 5 cc had infused and the physician was informed. The nurse removed the cannula shortly afterwards and at this time it was noticed that the cannula tip was only about 1/4 inch long when it should have been one inch long. After palpating below the IV insertion site, the remainder of the cannula site was identified and found to still be in the patient. The patient was made aware of situation and encouraged to remain on bed rest, and a loose tourniquet was applied to the upper arm. Excision of catheter from the left forearm was performed at the bedside under ultrasound guidance.